Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Implanted: (B)(6) 2010. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, the patient underwent posterior lumbar interbody fusion surgery on her spine from l4-s1. Reportedly, she was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage, in the disc space. Allegedly," ...the patient's post-operative period was marked by a period of improvement, followed by increasingly severe low back pain, with pain and radiculopathy in her lower extremities." The patient underwent spinal cord stimulator placement surgery in (B)(6) 2013, due to severe pain. Reportedly, the patient "continues to experience constant and chronic low back pain, with pain, numbness and swelling in her legs and feet. She experiences difficulty getting out of bed on some days, and difficult walking and driving. She remains disabled and requires assistance for various activities of daily living."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.